Event description:
Hospital protocol requires that ultrasound be performed to monitor contractility (heart movement). The system did not power up correctly during an urgent exam where the pt was in "full code" (defibrillator, chest pumps/CPR), resulting in no ultrasound verification of contractility. The pt expired, cause of death was not given by the hospital.

Manufacturer narrative:
Siemens reps performed the investigation on site and found that the system was operating within specifications. Upon their arrival, the reported problem could not be reproduced. Review of the record file (states how many captures were performed for a given exam) found that no images were captured. It was then determined that the system did not power up correctly and various functions were not operating properly from the start.